Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not load properly, as it was not rolled properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the seal were inside the body of the loading device under the window. The green slide lock and the white plunger were not depressed, based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).